Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that two months following the implant of this transcatheter bioprosthetic valve, the patient presented with fatigue and shortness of breath. Echocardiogram identified severe paravalvular leak (pvl) and elevated right heart pressures. A balloon aortic valvuloplasty (bav) was performed, reducing the pvl to trace. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.